Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument snapped. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer clarified that a wire snapped. The customer replaced the instrument with the same kind to proceed with the case. There were no fragments that fell and no harm to the patient.